Event description:
User facility voluntary medwatch received which stated the following: "insulin drip was set on triple pump c at 1 ml/hr, volume set to 1oomls. 1 1/2 hours later blood sugar was 45 and noted entire 1000ml bag infused. Settings remained unchanged. Md, charge rn, and manager informed. Biomed called and removed pump for evaluation". Upon further query the following information was provided: the customer contact clarified that the container size was 100ml, not 1000ml as indicated in the med watch report, which was a typographical error. The diabetic patient was admitted to the labor and delivery department for induction. The triple channel pump was initially programmed to deliver pitocin at an unspecified rate on channel a. Channel b was programmed to deliver d5lr at a rate of 125ml/hr. At 0945, a baseline blood sugar was 1o7mg/dl. The md reportedly wanted to keep the patient's sugar between 6omg/dl and 100mg/dl. At 1010, per md orders, channel c was programmed to deliver 100u of regular insulin in 100ml at a rate of 1u/hr (1ml/hr). Approximately 1.5 hours later, the container was noted to be empty. The delivery rate was reportedly verified to be 1ml/hr with a volume to be infused of 1ooml. The patient's sugar level was checked and was 45mg/dl. The device was removed from clinical service. Therapy was resumed using a replacement device. At 1145, the patient was treated with one amp of d50 IV push. At 1230, the blood sugar was 64mg/dl and a second amp of d50 was administered. The d5lr was discontinued and replaced with an infusion of d10w at an unspecified rate. Throughout this time period, the fetus was monitored and reportedly "remained stable". Sugar levels continued to be monitored; results after 1230 were not specified. The patient's labor failed to progress, and approximately 5.5 hours later, at 1719, infant was delivered via cesarean section. The infant was reportedly admitted to the neonatal intensive care unit with low blood sugar levels, results not specified. Pt and infant were discharged from the hospital three days later with no reported adverse sequelae. Though requested, no additional information was provided.